Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).

Event description:
It was reported by a healthcare professional that a glidewell ht implant failed. The patient presented for implant placement on (B)(6) 2025 on tooth position #5. The patient's bone quality was reported as type ii and the oral hygiene as excellent. The patient returned for an impression appointment at which time the provider noted granulation/fibrous tissue around the implant and dehiscence. The provider determined that the implant lost osseointegration and the implant was removed on (B)(6) 2025. The implant was not replaced and no additional medical/surgical procedure was required. There was no permanent patient injury.